Event description:
It was reported that a coil pusher was broken. A 177cm coil pusher-16 was selected for embolization located in the gastrointestinal aneurysm. During the procedure, intermittent flush was performed. After eight non bsc coils were deployed, the physician noted that the coil pusher was not maintaining its original form. The coil pusher was removed since difficulty inserting the coil into the renegade microcatheter was encountered. Upon removal of the device, the physician experience resistance at the middle part of the micro catheter. It was then noted that the coil pusher was separated into two. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A coil pusher was returned in two pieces. One piece was inspected and a ripple of kinks were observed along the distal end of the coil pusher. The other piece was also inspected and it observed that the zapped ball has been pulled off the distal end and had not been returned. Microscopic analysis noted no issues with the gold tip marker. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states "do not advance the coil with force if the coil becomes lodged within the microcatheter. Determine the cause of resistance and replace the microcatheter and the coil when necessary." (B)(4).

Event description:
It was reported that a coil pusher was broken. A 177cm coil pusher-16 was selected for embolization located in the gastrointestinal aneurysm. During the procedure, intermittent flush was performed. After eight non bsc coils were deployed, the physician noted that the coil pusher was not maintaining its original form. The coil pusher was removed since difficulty inserting the coil into the renegade microcatheter was encountered. Upon removal of the device, the physician experience resistance at the middle part of the micro catheter. It was then noted that the coil pusher was separated into two. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).